Manufacturer narrative:
Vyaire medical was able to verify the customer's reported issue during testing and evaluation. Inspection of the ventilator revealed an unknown clear contaminant found inside the exhalation module's inspiratory port and the bias valve. Bench testing determined that due to the unknown clear contaminant inside the bias valve, this caused the bias valve to seized resulting in the customer¿s reported problem. Vyaire installed a known good bias valve onto the unit and the unit was able to ventilate properly. The unit then passed 86.1 hours of extended bench testing, and passed an initial final test and an initial alarm volume test. Vyaire replaced the bias valve to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator alarmed "svhp release", "low pressure", and "low ve" while in use on a patient during a transport and the ventilator would not ventilate. The patient was placed on another ventilator without any harm.